Manufacturer narrative:
Estimated date of event. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent medical intervention appears to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional perclose proglide device was filed under a separate medwatch manufacturer report. Na.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using two proglide devices, after an interventional procedure. Reportedly, a suture break occurred with two proglide devices. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.